Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volbella¿ with lidocaine, juvéderm® volift¿ with lidocaine, and with juvéderm® volux¿. The patient experienced ¿late inflammatory nodules on the face.¿ the symptoms were triggered by a ¿breast surgery with epidermolypolysis and periareolar sores.¿ no treatment information was provided but the events have been resolved. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.